Manufacturer narrative:
The service rep recalibrated the ma limits to reduce the dose limit to 4.92 r/min for fluoro at max and 19.52 r/min at max in hlf. He tested the unit again after reboot. The system is within limits.

Event description:
The customer reported the dose limits fluoro on the 9800 system was at 10.5 r/min at max and hlf was at 20.53 r/min at max. Both exceeded the FDA and nv state limits. No pt injury was reported.